Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that on (B)(6) 2024 they were charging their implanted neurostimulator (ins) for the 2nd time, but they were having problems getting the ins charged. They stated the first time they charged the ins; it charged really quick. However, now, they would be able to start charging with a good connection, but then the ins would not charge. On the recovery mode screen, they were getting all zeros, indicating poor coupling/telemetry. The pt confirmed they were using the recharging belt. It was noted that the pt was recently implanted on (B)(6) 2024. The pt commented that they were worried that the implant may die and then they won't feel stimulation. Patient services (pss) walked the patient through resetting the wireless recharger and the handset. The pt also closed out of all applications. The pt confirmed they were able to start charging the implant with good connection and the ins charge was at 20%. But, after a few moments, the charging stopped and the recharging screen went to the recovery mode screen with number 0 (low value) and 1 (highest value). Pss reviewed that since the pt was recently implanted, factors such as scar tissue, implant depth, positioning of the wireless recharger could be causing the telemetry issue. The pt was redirected to their doctor to further address this. Later that same day, on (B)(6) 2024, the pt called back stating they spoke with a manufacturer representative (rep) who told them to call pss back to request a replacement charging cord for the wireless recharging dock. During this call, the pt had the wireless recharger plugged into the charging dock and it was recharging. It was reviewed with the pt that the cord for the charging dock would not play a role in the charging of the ins. The pt was redirected to their doctor again. On (B)(6) 2024, the pt called back stating they think the recharger had a malfunction. They repeated the information they provided on august 15th. Pss had the pt start charging the ins and at first they saw a message of "not found", but then it advanced to the charging screen and they saw therapy and that the ins was charged 10%. They stated sometimes they see a good connection and sometimes not hing. The pt was upset that the equipment wasn't working. The pt was redirected to their doctor again and the pt reported their doctor is 3 hours away. The rep ended up calling technical services (tss) on (B)(6) 2024 stating the pt needed a new recharger. The rep was not with the pt at the time of this call. Tss reviewed that the telemetry issues could be due to user error, but tss requested a replacement wireless recharger for troubleshooting purposes since the issue was ongoing and the doctor was 3 hours from the pt. On (B)(6) 2024, the pt called back stating they received the replacement recharger and requested assistance with pairing the recharger and starting a recharge session. Pss walked the pt through connecting the recharger application and the wireless recharger. They attempted to connect and stated they saw a message of "recharger is inactive". The recharger was then reset and the connection was successful. The pt attempted a recharge in recovery mode with values of 0-9-14. While charging in recovery mode, the recharger disconnected from the ins several times and would start to beep/search for the ins. The pt confirmed they were maintaining the recharger over the ins by using the recharging belt. They also noted they place a t-shirt between their skin and the recharg ER. They also confirmed they could feel the ins that was sort of sticking out but felt flat. It was reviewed that they could try charging directly on the skin. The pt tried charging without the t-shirt and the recharger stopped searching for the ins and connected to the ins and maintained connection. However, after several minutes in recovery mode, they saw a message of "device is not responding; service code: 4101". The recharger was reset and connection was attempted again with values of 7-11-13. After several minutes, it timed out again and displayed the 4101 messages again. The pt was redirected to their doctor to further address this issue. On (B)(6) 2024, a rep called tss reporting that the ins had been dead since friday, august 16th. The rep confirmed the pt tried starting recovery mode on august 22nd and 10 minutes into the process they saw a service code of "4100" and service code of "4101". The telemetry values were 13-11 / 12 - 8. It was reviewed the ideal antenna locate telemetry values would be 25+. On (B)(6) 2024, another rep called tss reporting they were with the pt at the time of this call. The pt had been charging for approximately 30 minutes. The rep confirmed they saw a number as high as around 30 and it was showing excellent connection, but then it changed to good connection. The pt was continuing to charge with no % on the screen however the first quartile of the battery was blinking red (indicating a low charge on the ins). The rep stated that this recharge session was the longest the pt had been able to stay connected in comparison to previous attempts to recharge where the recharger would lose connection and then would start searching for the ins again. Tss reviewed the pt should continue charging and explained what service codes 4100 and 4101 means. They redirected the pt to the doctor to have the ins pocket and ins orientation evaluated as this could be the cause of the telemetry issues. No symptoms reported. No device issues reported against the charging dock.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6), product type: recharger. Product ID cd9000, serial# (B)(6), product type: multiple therapy product. Product ID cd9000, serial# (B)(6), product type: multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that there was no issue with the ins pocket and the new recharger was synced to the recharging app and then connected to the implant. The ins was at a zero charge and had to be started back up. After approximately 50mins the device was back up and charging. Patient¿s weight was not obtained but no wild fluctuations and weight was not a factor and the issue was not directly over the ins.